Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: b3, h6. A correction to the h4 device manufacturing date field was made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: chapter 6 applications and conditions for cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 care of equipment used for cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was reproduced. In addition, the device evaluation found that due to clogging of the channel tube, the forceps could not be inserted or inserted smoothly, and the channel cleaning brush could not be inserted or inserted smoothly, the image was not displayed due to a damage on the charge coupled device unit and due to a scratch on the electrical contact of the video connector, due to physical stress, there were scratches noted on various locations. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a foreign object present near the exit of the forceps tip of the videoscope. There were no reports of patient harm.